Event description:
A (B)(6) male pt contacted zoll lifecor customer support svc to report that neither one of his batteries is holding a charge. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The cause of the non-functional charger was due to a defective power brick connector. The root cause of the defective power brick connector cannot be positively determined. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.